Event description:
As the surgeon was using the suture retreiver going into the anterior vaginal wall, the plastic handle cracked and remained in the physician's hand while the metal tip separated. The physician retrieved the metal shaft through the vagina with his fingers, successfully pulling the suture through the anterior vaginal wall. There was no negative impact on the pt.